Event description:
While using a byte day aligner, a patient experienced periodontal disease with grade 2 mobility on several teeth that will require extractions. Doctor advised patient to immediately stop aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.